Manufacturer narrative:
(B)(4).

Event description:
The pt had a revision to address open circuits. The health care professional removed the extension, wiped it down, and reinserted it. He made sure there was a good connection with the set screws. There were no problems when the impedances were checked. The implantable neurostimulator was set to the prior settings after surgery and the pt's symptoms resolved. Additional info has been requested. A follow-up report will be sent if additional info becomes available. See also manufacturer's report #3004209178-2011-04274.